Manufacturer narrative:
The initial reported event of lead fracture, oversensing, inappropriate shocks, high pacing impedance, and patient injuries/damages were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he had multiple shocks and went to the ER, and that there was also a lead fracture. It was further reported that the patient received 8 inappropriate shocks due to oversensing, and that there was high impedance greater than 3000 ohms. An attorney asserted he is representing the patient alleging "injuries and/or damages." It was further reported that the right ventricular (rv) lead has been explanted and replaced.